Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the patient resulting in cardiac tamponade. The patient experienced chest pain. No further information was available.